Event description:
A nurse at a dialysis facility is concerned that the machines are unstable and prone to tipping over when being moved around. The "machine" is a combination dialysis machine (fresenius) with a small portable "ro" inserted into the body of the machine. The unit is then attached to two legs (runners) which extend outward to the rear to accomodate two carbon tanks and large casters to transport the unit.